Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set leaked while infusing an unspecified chemotherapy medication. The reporter stated that it looked like there was a separation at the bottom of the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured 10/01/2018 - 10/02/2018. The device was evaluated. The device was received in a bag contaminated with a chemotherapy agent. A visual inspection was performed using the naked eye, however, it was not possible to observe the reported issue through the bag. The reported condition was not verified. Functional testing was not performed due to the nature of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.